Event description:
New information received noted that the patient's right ventricular (rv) lead exhibited a recurrence of noise over-sensing.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.